Event description:
(B)(4) clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The index procedure treated the 90% stenosed, 4.0x20mm target lesion located in the proximal left anterior descending (lad) artery. The lesion was treated with direct stent placement using a 3.5x20mm taxus liberte stent. Ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with higher pressure and post dilations outside of the stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).